Manufacturer narrative:
(B)(4). Per the user facility's biomedical technician, the unit had been replaced in (B)(6) of last year but was already reading that it had (B)(4) hours on it. Once the epgs goes over (B)(4) it gives a "service o2 sensor" error message. The field service representative (fsr) verified the reported complaint. The o2 sensor was reseated and calibration passed. He replaced the o2 sensor. The unit operated to the manufacturer's specifications. The suspect part was returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) gave a "service oxygen (o2) sensor" error message. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The reported complaint was confirmed. Per operator's manual, replacement of oxygen (o2) sensor is needed to be done every six months or whenever prompted by the system. In addition, if the o2 sensor exposure limit is reached, the message "service o2 sensor" will be displayed in the message area of the central control monitor (ccm). A backup analyzer should be used until the o2 sensor is replaced by an authorized service provider. The involved o2 sensor's expiration date was 27-feb-2018. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per field service representative (fsr), the customer leaves their unit on for battery charging, also leave their gas lines hooked up. During laboratory analysis, the product surveillance technician (pst), installed the oxygen (o2) sensor into a lab use (luo) electronic patient gas system (epgs). Connected the epgs to a system 1 simulator and central control monitor (ccm), attached o2 and air at 50 psi, entered a perfusion screen. After the 15-minute warmup period, calibration of the epgs was initiated and passed. The measurement of the direct current (d/c) output voltage from the o2 sensor at 5 l/min and 100% o2 was 1.64 volts, within the specification of .55-2.758 volts. Performed calibration six times with no failure occurring.

Manufacturer narrative:
Please disregard previously reported information as this complaint has been determined to be not MDR reportable. The device met specification and performed as intended, therefore did not malfunction.